Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the operation of right upper lobectomy, when the doctor disconnected pulmonary lobectomy, the doctor was able to press the green button but was unable to squeeze the handle and the stapler was unable to fire. The jaws was opened and was replaced with a new load but it was still unable to fire. After the replacing of a new stapler and load, it was fired normally. The operation was completed smoothly, and there was no effect to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The reloads were pre-fired and engaged in interlock. There were staples protruding from the proximal staple cartridge channels. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.